Event description:
It was reported that the patient was scheduled for a lap cholecystectomy and lap gastric bypass procedure. During the removal of the gall bladder the surgical assistant stated the gall bladder was in a bad state when removed. The surgeon then proceeded to do the bypass procedure and fired the device with a blue reload. The first three firings were successful and on the fourth firing at the ascending junction of the jejunum the device fired and cut but did not staple. The surgeon instructed the anesthesiologist to pull the intubation tube up the esophagus to allow her to have more room to fire the fifth firing. They used a fifth blue reload and fired; the surgeon stated it required a high forced to fire the stapler and when the surgeon observed the staple line it had malformed staples. The surgeon then converted to an open procedure due to the bleeding and the fact that it was going to require an additional step in the anastomosis to complete the procedure correctly. When they opened the patient to continue with the procedure they noticed that the fifth firing was over the intubation tube and the stomach was open at the pouch. The surgeon could not make the stomach any smaller and decided to wrap the fundus around the duodenojejunal junction and did the anastomosis at the pouch site. It is unknown how the bleeding was controlled or if the patient required blood products at this time. The patient was sent to ICU. On 4/14/2010 the patient was reported to be having some renal failure due to a possible leak and an abnormal blood count. When the patient ate a popsicle the colored fluid came out of the abdominal drain that had been placed on the date of surgery. It is unknown how much additional time was added to the procedure time. The surgeon has the patient under observation in ICU at this time and is continuing to monitor the blood count. The reloads and the device were discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. (B) (6). The surgical assistant stated there were staples in the staple line of the fourth firing but they were malformed. He also said that there were no clips present to staple over and not too much tissue in the crotch of the device when fired. He felt there was not enough tissue dissected and the backside of the stomach tissue was not dissected at the distal end. He stated the cartridge was placed in the hole of the stomach and when fired the stomach was open in the upper portion. The staples appeared malformed. The scrub tech also stated the device did not misfire on the fourth firing but had malformed staples when observed. The surgeon always reviews the cartridge preference prior to the procedures and she had loaded the blue cartridge per the surgeon¿s request. (B) (6).